Manufacturer narrative:
The echelon oval is a 1.5 tesla MRI system. The shoulder coil in use is a receive-only device, so no rf energy is transmitted from it directly. The system has a wholebody transmit coil. Hitachi has not found any evidence of a system malfunction or user error during the patient's exam. The shoulder coil had been used from the time of the patient's exam on (B)(6) until he reported the injury to the MRI facility on the 11th, and no other patient experienced heating. The patient's image data showed normal image quality and that the output rf power of the system during the exam was within the normal operating mode, less than 2.0 w/kg. The shoulder coil was also checked on site for surface temperature anomalies using the same scan protocols used on the patient and the coil met performance specifications. The coil was replaced for precautionary reasons and tested again at our office. No performance issues were found. Therefore, hitachi has found no evidence suggesting the root cause of the thermal injury. The patient provided photos of the injury on or about april 11th that showed general redness on the front of the shoulder with 2 or 3 blisters that were partially healed. The patient contacted hitachi directly on may 2nd to report that he "was still blistering and showing signs of the MRI incident." We requested pictures of his latest condition, but they had not been sent at the time of this report.

Event description:
A patient was scanned on the hitachi echelon oval MRI system on (B)(6) with the receive-only shoulder coil. The patient's doctor reported that the patient had 2 or 3 small red patches around the area that the shoulder coil was being used that looked similar to sunburn. The site called the patient and the patient reported that the spots are ok and the skin is pealing. The patient did not say anything about pain during the exam or after the exam. The patient was wearing a cotton t-shirt from home. The patient confirmed he saw his physician on (B)(6) for a previously scheduled visit. He noticed the injury the same evening as the exam ((B)(6)) with blisters appearing on (B)(6). His physician prescribed ssd antibiotic cream.